Event description:
It was report that a shaft break occurred. The target lesion located in the left coronary artery. After 10,000 units of sodium heparin was administered, a 6 f cls 3.5 soft tip guide catheter along with a 0.014 choice guidewire were advanced to the origin of the left coronary artery. This 2.5 x 24 mm rebel stent was selected but during advancement the shaft broke. Another manufacturers 2.5 x 20 mm stent was implanted. An angiographic series was performed which showed an adequate dilatation of the prosthesis, without residual lesions and distal flow timi 3. After the procedure, the introducer was removed and a compressive bandage was applied over the puncture site. No patient complications nor injuries were reported.

Event description:
It was report that a shaft break occurred. The target lesion located in the left coronary artery. After 10,000 units of sodium heparin was administered, a 6 f cls 3.5 soft tip guide catheter along with a 0.014 choice guidewire were advanced to the origin of the left coronary artery. This 2.5 x 24 mm rebel stent was selected but during advancement the shaft broke. Another manufacturers 2.5 x 20 mm stent was implanted. An angiographic series was performed which showed an adequate dilatation of the prosthesis, without residual lesions and distal flow timi 3. After the procedure, the introducer was removed and a compressive bandage was applied over the puncture site. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an incomplete device return of a rebel bms balloon catheter. The device was visually and microscopically examined. The total length of the device returned was 122.9cm. The manifold, strain relief, and a portion of the hypotube was not returned for analysis. The separated end was ovaled in shape indicating the device was kinked prior to separation. Analysis shows there was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and the stent was found to be intact and in place. Product analysis confirmed the reported break as there was separation to the device.